Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Customer reporting 7 false positive flu b results. Customer states the results were confirmed negative by pcr. Report 3 of 7.